Event description:
It was reported that a cgm error 42 had occurred. The customer's blood glucose level was not adversely impacted. The customer received guidance from technical support to perform a pump reset, after which the error code did not reappear, and the customer successfully started a new sensor session.